Event description:
It was reported the patient experienced discomfort at the ipg site due to the ipg moving in the pocket. In turn, surgical intervention took place on (B)(6) 2023 during which the ipg pocket was revised. Effective therapy established post-op.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.